Manufacturer narrative:
No product has returned to covidien for investigation. A DHR review has been performed and found no non-conforming reports during the production of this product.

Event description:
It was reported to covidien that during the diagnostic portion of a case, before inserting the pig catheter, with no catheter in the sheath, the csi avanti+ cardiology ms 0.038 was leaking drops of blood. It was leaking from the hexacuspid valve and from around the suture collar.